Event description:
It was reported that there was a possible fracture of this right ventricular (rv) implantable pacing lead. High impedance and oversensing were observed. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).